Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) exhibited a telemetry issue during an interrogation session. The ipg remains in use. The remote monitor remain in use. No patient complications have been reported as a result of this event.